Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09oct2020.

Event description:
It was reported to philips that the device's navigation ring was unable to adjust the settings. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.

Manufacturer narrative:
G4:16dec2020. B4:17dec2020. The reported issue occurred during preventative maintenance. There was no delay in therapy and no patient harm. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the front bezel needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the front bezel to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.